Manufacturer narrative:
Medical device report (MDR) retraction: the initial MDR with manufacturing report number 3003442380-2026-08543 was submitted on 21-apr-2026 for 2624612. Subsequently, it was identified that the initially submitted MFR was associated with the mexico manufacturing site (reynosa). However, based on the product involved in the complaint, the correct manufacturing site for 2624612 is denmark (osted). Therefore, a new emdr will be submitted with the correct manufacturing report number (MFR) 8021545-2026-04237, which reflects the appropriate denmark manufacturing site. Report being retracted: MDR 3003442380-2026-08543 / initial 1 of 1. Correct report to be considered: MDR 8021545-2026-04237 / initial 1 of 1. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient experienced an infusion set fall off issue on (B)(6) 2026. The patient also experienced pain at the insertion site. The insertion site was abdomen.